Manufacturer narrative:
Product ID 37754; product type recharger product ID 3887-33, lot# j0123293v, implanted: 2001 (B)(6); product type lead product ID 3887-33 lot# j0123293v, implanted: 2001 (B)(6); product type lead product ID 37746; product type programmer, patient product ID 748925, serial# (B)(4); product type extension product ID 748925, serial# (B)(4); product type extension. (B)(4).

Event description:
It was reported that the patient had 5 different implants and 7 different implant surgeries because, the device had to be moved/repositioned. Refer to manufacturing report # 3004209178-2014-16703 for additional information on related events.